Event description:
The catheter was implanted 7/28/96. The catheter broke on the arterial extension. Above the bifurcation on 9/4/96. The slit was 10mm long lengthwise. The pt was admitted for removal and replacement of the catheter.